Manufacturer narrative:
The reported event of ¿silicone was stuck to the helix¿ was confirmed. The silicone in the helix was the steroid plug. The lead that was returned was otherwise normal.

Event description:
It was reported that the lead was found to be dislodged a day after implant. The lead was repositioned, but then dislodged again the next day. The lead was then explanted, and a piece of what looked like silicone was found to be stuck in the helix. The patient was asymptomatic and stable throughout and after each procedure.